Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. Problem code 2906 captures the reportable event of clip failed to release from the catheter. A visual examination of the returned complaint device found that the clip assembly was detached. It was noticed that the tabs were locked in to the capsule. Additionally, the device was returned without the over sheath and the over sheath grip. The control wire was found severely kinked at the proximal section due to excessive manipulation. This failure is likely due to misuse from the customer due to the withdrawal of the over-sheath of the device. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Reportedly, the clip was ripped off from the tissue. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Reportedly, the clip was ripped off from the tissue. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.